Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the inner product packaging was not properly sealed, compromising the device sterility.

Manufacturer narrative:
Visual inspection of the returned component's packaging confirmed the seal on the outer cavity was not acceptable per the applicable packaging visual aid. Stock investigation identified one other unit from this lot available for inspection. Inspection of the seals for the other unit identified it to be conforming. The device history records were reviewed with no deviations or anomalies identified. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Corrective and preventive actions have been initiated, and investigation identified the sealing machine used to package this lot has a "cycle abort" that occurs if the temperature settings exceed the limits during any stage in the sealing cycle. The improper seal was caused by the cycle being aborted as a result of a temperature alarm. As a result of this investigation, the packaging procedures are being updated to add clarification for steps needed if a machine alarm occurs during a sealing cycle. Additionally, awareness training is being completed with the appropriate clean and packaging team at the manufacturing facility. An alarm log has also been added to document alarm details and ensure impacted cavities are resealed.